Event description:
The user received erroneous low sodium results which were questioned by three physicians. No data for these samples could be provided. The user randomly selected seven patient samples and sent them to the "main lab" for comparison testing. Of the data provided, the sodium results for two samples were discrepant. Sample 1 initial result was 126 meq/l, repeat result was 133 meq/l. Sample 2 initial result was 132 meq/l, repeat result was 140 meq/l. None of the patients were treated based on the erroneous results. The user stated the physicians came to her and questioned the results and were ignoring those reported on (B) (6) 2010. The lot number of the sodium electrode was not provided. The field service representative determined there was a defective mixtower and replaced it. To verify the analyzer operation, he ran calibrations, controls and precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.